Event description:
It was reported that a ez45b was used during a video assisted thoracic surgery. It was reported by the affiliate that the surgeon could not fire the instrument. The surgeon tried several times to fire and finally the instrument broke and could release the instrument. The surgeon used a new instrument to staple the tissue again. There was no consequence to the pt.